Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status eos. The device was implanted for 37 months and 15 charging cycles were recorded to the device memory. The memory content of the device was inspected. The inspection revealed that the eos status was triggered by the device after it was explanted, most likely resulting from automatic capacitor reformations in a cold temperature environment. Besides that, the memory content showed no anomalies. There was no indication of a device malfunction while the device was implanted and in service. The device was subjected to an electrical analysis. The eos status was removed with a technical programmer and subsequent interrogation revealed the battery status eri. The amount of charge taken from the battery was verified and found to be normal and as expected. The ability of the device to deliver therapies was tested. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified,documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the device proved to be fully functional. The eos status was triggered after explantation. There was no indication of a material or manufacturing problem.

Event description:
This device is at eri indication. There were no adverse patient events reported. Should additional information be received, this file will be updated.